Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing sciatica was aggravated under the lifevest equipment. Patient described the area as painful under the equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the device for the irritation. Outcome of the irritation is unknown.